Event description:
It was reported that following the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the physician observed normal shock impedance prior to standard defibrillation threshold testing (dft). However, when the s-ICD began post-shock pacing, only over-sensed noisy signals could be observed. At this time, all of the monitoring equipment in the room (electrocardiograms, anesthetic equipment, and external defibrillators) stopped working. The impedance of the delivered shock was noted to be 5 ohms. The physician subsequently explanted and replaced the s-ICD system to resolve the event. Upon explant, the electrode was noted to be damaged, and the physician was concerned regarding a potential fracture. The explanted s-ICD system is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that following the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the physician observed normal shock impedance prior to standard defibrillation threshold testing (dft). However, when the s-ICD began post-shock pacing, only over-sensed noisy signals could be observed. At this time, all of the monitoring equipment in the room (electrocardiograms, anesthetic equipment, and external defibrillators) stopped working. The impedance of the delivered shock was noted to be 5 ohms. The physician subsequently explanted and replaced the s-ICD system to resolve the event. Upon explant, the electrode was noted to be damaged, and the physician was concerned regarding a potential fracture. The explanted s-ICD system was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: boston scientific confirmed the clinical observation, as there was a fracture located approximately 100 mm from the electrode terminal pin, which was concluded to be likely the result of induced damage during the implant procedure. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 100 mm from the terminal pin. A cut in the outer insulation was noted to have fractured the high voltage cable, with the fracture site exhibiting signs of melting/burn damage. The observed fracture is consistent with induced damage during the implant procedure. Device risk review: a risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the clinical allegation of an electrode fracture was confirmed, as boston scientific observed fracture located approximately 100 mm from the terminal pin through the high voltage cable. The fracture was consistent with that of induced damage during the implant procedure.